Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. Data was provided for investigation. A connection loss was reported to have occurred for transmitter (B)(4). Data investigation confirmed a connection loss on (B)(6) 2017 for transmitter (B)(4). The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause was determined to be a permanent loss of connection.